Event description:
Per fax, no alarm. Per independent repair center statement units alarm would not function. The key failure was the power switch would not alarm, zip ties leaked and the p.m. Kit was dirty.